Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant medical products: carto 3 system, model #:m-4800-01, serial #:(B)(4); smartablate generator, model #: m-4900-07, serial #: (B)(4); smartablate pump, model #: m-4900-08, serial #:(B)(4); soundstar catheter, model #: m-5723-05, lot #: unknown. Lasso navigational variable eco catheter, model #: d-1343-01-s, lot #: 17350178l. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation (afib) with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the procedure was completed, patient became hypotensive and the cardiac tamponade was confirmed via a transthoracic echocardiogram. A pericardiocentesis yielded 100cc. The patient was reported to be in stable condition. Patient fully recovered with no residual effects. There is no information about the hospitalization. A transseptal puncture was performed with a st. Jude medical brk1 needle. Sheath used was a st. Jude sl2. There were no errors observed on any biosense webster equipment during the procedure. Patient received anticoagulation during the procedure with acts maintained between 300-350 seconds. It was reported that the event occurred during the transseptal phase. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related. The physician also indicated that he noticed the patient had slightly different/difficult anatomy that may have been a contributing factor, therefore possibly patient condition-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for atrial fibrillation (afib) with a smart touch bidirectional catheter. After the procedure was completed, patient became hypotensive and the cardiac tamponade was confirmed via a transthoracic echocardiogram. A pericardiocentesis yielded 100cc. The patient was reported to be in stable condition. Patient fully recovered with no residual effects. There is no information about the hospitalization. There were no errors observed on any biosense webster equipment during the procedure. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.